Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that connection with reservoir compartment damaged and display scratched. The insulin pump will be returned for analysis.